Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual conditions and with a reload loaded in the device; the reload was received with only two staples that were noted to be protruding. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to protrude or fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open lung procedure, on the initial firing, the staples did not form completely on the bronchus. A new device was used to complete the procedure. There was no patient impact reported.